Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available the device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that blood glucose levels rose above 250 mg/dl while wearing the pod between 25 and 36 hours on the leg. The patient reported insulin leakage from the cannula, which softened the adhesive patch and caused it to detach. As treatment, the patient administered insulin using an insulin pen, and a new pod was successfully applied.